Manufacturer narrative:
Batch review performed on 27 august 2019: lot 150939: (B)(4) items manufactured and released on 12-may-2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to a collapsed bone under the tibia. The surgeon revised the insert, tibial tray, and femoral component 3 years and 11 months after primary. The surgery was completed successfully.